Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure, physician noticed an externalized conductor on the right ventricular lead via fluoroscopy. No other electrical anomalies were noted. No intervention has been performed. Patient was stable.

Event description:
New information received notes that the physician elected to continue to monitor the patient and no future intervention is planned.